Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:30964220; batch#:3264115. It was reported that the bd syringe 10ml ll w/ndl 21gx1in barrel / flange was damaged. The following information was provided by the initial reporter: it was reported by customer that the 10cc syringe plunger not working and blood / medications leak past syringe. Verbatim: rcc received a complaint via email. Complaint#: (B)(4), product: bd 10ml luer-lok syringe 21gx1in_3096422, product #: 15-6422-0 and lot number#: 3264115. Complaint: it was reported to fresenius medical care by a charge nurse via email that 10cc syringe plunger not working. Blood + medications leak past syringe plunger.

Manufacturer narrative:
Investigation results: two photos were received by the quality team for investigation. One photo shows a 10 ml syringe outside its primary packaging (blister) where it is possible to see that the liquid passes the stopper. The other photo shows a primary packaging (blister) on the printing side, where the code number (30964220) and lot (3264115) reported by the customer are confirmed. Based on photo 1, the reported incident was able to be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, the probable root cause was determined to be linked to the process of molding the cylinder. Although there are no physical samples for this complaint, lot 3264115 was previously reported for the leak defect in which samples were received to carry out the analysis of the defect. This investigation resulted in the cylinder having a dent which causes the liquid to leak. Based on the quality team's investigation, the probable root cause was determined to be linked to the process of molding the cylinder which caused the dent.

Event description:
No additional information